Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shock for lead to can abrasion noise. The noise was reproducible on pocket manipulation. The patient was stable. No intervention was performed.